Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Baseline was normal sinus rhythm. During the procedure, on the first attempt, a bend in the aortic arch created a difficult trajectory for seating the left-coronary cusp so it was recaptured once. The patient was developed with a left bundle branch block, and the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient received a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician stated that they believe the patient or user experienced adverse health consequences due to the performance of the product. The implanter classified this event as being related to the device manipulation. The patient was discharged.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Baseline was normal sinus rhythm. During the procedure, on the first attempt, a bend in the aortic arch created a difficult trajectory for seating the left-coronary cusp so it was recaptured once. The patient was developed with a left bundle branch block, and the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A temporary pacemaker was placed for 24 hours for monitoring, and the patient received a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician stated that they believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed for monitoring and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.